Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date her adc freestyle libre sensor ¿blew up¿ on her arm. She further reported she had been watching tv when she heard ¿a noise, then smoke came out of the sensor and then it started to melt¿. She removed the sensor and called her healthcare provider who advised her to monitor the site and if any redness appeared she should go to an emergency room to have ice put on it. Customer self-treated by applying ice to the site. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor was reviewed and the DHR showed the fs libre sensor passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on an unspecified date her adc freestyle libre sensor ¿blew up¿ on her arm. She further reported she had been watching tv when she heard ¿a noise, then smoke came out of the sensor and then it started to melt¿. She removed the sensor and called her healthcare provider who advised her to monitor the site and if any redness appeared she should go to an emergency room to have ice put on it. Customer self-treated by applying ice to the site. No additional treatment was required. There was no report of death or permanent injury associated with this event.